Event description:
Tubing is cracked near the hub. Facility used this tubing for taxol administration. The infusion was leaking in the pt's bed. This is the second lot facility has had problems within the past 2 mos.